Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was not holding its charge and the usb cable is not fitting properly in the charging port. Upon follow up, contact reported that the customer inadvertently damaged the end of the usb cable and the pump was unable to be charged properly. New supplies were received and pump was successfully charged and no additional issues were reported. There was no reported impact to customer's blood glucose.